Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 978a128, lot#: va2hk1m, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 30-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the when the hcp re-implanted a new lead, they took an x-ray at the end and the lead had completely migrated out of its original position. New lead could've possibly been tugged on during the tunneling process. The hcp removed the lead that had migrated and re-implanted it with good responses. We took an x-ray at the end and it did not move again. However there was no answer on to why it had pulled out the sacrum the first time.  The issue was resolved. No further complications were reported at this time. [See omitted relevant event reported in (B)(4) - lead broke during surgical removal].